Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic surgery / lobectomy procedure when the surgeon used the flex to fire over the pulmonary vein the stapler fired and cut the tissue but the part of the staple line was missing and hence caused bleeding from the center of the staple line. The surgeon had to use another stapler/reload to redo the resection below the previous cutline. There were no adverse consequences for the patient reported. The patient was stable after the procedure.